Event description:
It was reported that during a cardiac ablation procedure, when the sheath was inserted into the left atrium, it was discovered that the sheath was bent with a set toward the side opposite the side port, even though the sheath handle was in the neutral position. Anew sheath was taken out of the box; however, the same issue was observed. Therefore, a third sheath was newly taken out, but the same issue was observed again. As there was no other inventory available, the procedure was performed using the third sheath due to it having the least amount of bending. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.